Event description:
(B)(6) study it was reported that a thrombus occurred. On (B)(6) 2018, patient underwent a successful watchman left atrial appendage (laa) closure procedure. A 27 mm watchman flx closure device was implanted. A complete seal was noted and deployed device diameter of 21.9 mm. The patient was discharged the following day on 81 mg aspirin and apixaban. No thrombus was noted during 45-day follow up. On (B)(6) 2019, patient presented for 1-year follow up transesophageal echocardiogram (tee), which revealed a complete seal and well seated closure device. The tee also revealed laminar thrombus on the atrial facing surface of the device. The patient's left ventricle ejection fraction was 70%. Patient was treated medically, but specific interventions are currently unknown. Patient was on aspirin at time of event.

Event description:
Pinnacle flx study, it was reported that a thrombus occurred. On (B)(6) 2018, patient underwent a successful watchman left atrial appendage (laa) closure procedure. A 27mm watchman flx closure device was implanted. A complete seal was noted and deployed device diameter of 21.9 mm. The patient was discharged the following day on 81 mg aspirin and apixaban. No thrombus was noted during 45-day follow up. On (B)(6) 2019, patient presented for 1-year follow up transesophageal echocardiogram (tee), which revealed a complete seal and well seated closure device. The tee also revealed laminar thrombus on the atrial facing surface of the device. The patient's left ventricle ejection fraction was 70%. Patient was treated medically, but specific interventions are currently unknown. Patient was on aspirin at time of event. It was further reported that the laminar mobile thrombus measured 0.6 x 0.4 cm and was attached to the connector pin. The thrombus was treated with apixaban.